Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not provided. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The doctor reports patient status post left total knee is in need of an insert exchange to a thicker one due to instability. Once the knee was opened and insert exposed it was removed using an osteotome. The size was confirmed and a thicker trial was inserted. Satisfied with the stability of the knee, the new insert was impacted and the surgical site was closed. The revision was performed without incidence.